Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u730 component on the distribution node pca. The root cause for the defective u730 component could not be positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.